Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0072140. Medical device expiration date: 2021-09-30. Device manufacture date: 2020-03-12. Investigation summary: bd received 100 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for short draw with the incident lots was not observed as all product specifications were met. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® brand sst ii advance tubes containing silica and gel there was underfill or low draw of a tube with blood. This event occurred twice with lot 0072140. This event occurred 201 times with lot 0094571. The following information was provided by the initial reporter: translated to english. The customer stated: "during using the tube, it is found that the tubes have low draw issue."